Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine (10 mg/ml at a "very low dose") via an implantable infusion pump. The indication for use was noted as non-malignant pain and chronic low back pain. It was reported the doctor thought "more it (intrathecal) morphine" was going through the catheter/pump then what he originally thought but the oral medications made the patient sick because there was not enough oral medications. The patient noted the surgeon did not run the it morphine high enough for the oral medications that were cut in half. The patient noted she stayed in the hospital for three days. On the night of (B)(6) 2015 the patient started getting sick from the oral medications. The patient called the doctor on (B)(6) 2015. On (B)(6) 2015 the doctor adjusted the it dose and increased it and the patient got better. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine (10 mg/ml at a ¿very low dose¿) via an implantable infusion pump. The indication for use was noted as non-malignant pain and chronic low back pain. It was reported the doctor thought ¿more it (intrathecal) morphine¿ was going through the catheter/pump then what he originally thought but the oral medications made the patient sick because there was not enough oral medications. The patient noted the surgeon did not run the it morphine high enough for the oral medications that were cut in half. The oral medications did not cover the pain. The patient noted she stayed in the hospital for three days. On the night of (B)(6) 2015, the patient started getting sick from the oral medications. The patient called the doctor on (B)(6) 2015. On (B)(6) 2015, the doctor adjusted the it dose and increased it and the patient got better. If additional information is received, a follow-up report will be sent.